Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 his receiver would not turn on without a mannual reset. Patient's wife did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. A review of the receiver data log found a firmware error code deeming this complaint reportable upon completion of the device evaluation on 04/15/2015. The customer complaint was confirmed. The root cause could not be determined.